Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity stent to treat a lesion in the cx exhibiting 80% stenosis and little vessel tortuosity. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Lesion pre-dilation was performed. It was reported that the stent dislodged during delivery to / at the lesion and was removed using a snare. No further patient complications were reported.